Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An empty opened foil and a needle/suture combination of product code sxpp1a406, lot # mbk682 were returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent knee replacement procedure on an unknown date and barbed suture was used. The tab was damaged during sewing at first stitch. A like device was used to complete the procedure. There were no adverse patient consequences reported. Upon evaluation of device, the fixation tab was found broken.